Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo capsule failed to detach from delivery system. Emergency procedure was not required as capsule was still attached when the delivery device was removed from patient. No harm to patient or user.